Event description:
It was reported that upon power up "can't get past the code. Tried to restart the device didn't fix the issue. Got error err 18 oxim_init". No additional information provided.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The reported that issue was able to be confirmed through power up test. The cause of the reported issue was disconnected oximeter board. Device passed all functional and delivery tests performed after repair activities were completed. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.